Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.